Event description:
New information received notes that another instance of undersensing was observed. Programming changes were made. The patient was stable following the changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor had undersensing which was resulting in numerous inaccurate pause recordings. Programming changes were made. No further information was available.

Event description:
New information received notes patient was fine before, during and after.